Event description:
It was reported that slow deflation issue occurred. The 100% stenosed target lesion was located in an arteriovenous fistula in a non-tortuous and severely calcified vessel. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated to 10 atmospheres for 30-40 seconds with a 50:50 saline contrast ratio. During removal, it was noted that the deflation time was slow. The balloon was removed intact and in a deflated state. The procedure was completed with no patient complications.